Event description:
This rv lead was implanted on (B)(6) 1994 and remains implanted. It was reported to technical services on 7/30/12 that there is noise on this lead. Vp only 2% noise noted on stored v-tach stored due to noise. Cannot reproduce noise on rv channel with isometrics or pocket manipulation. Since last (B)(6) 2011 rv lead impedance has gone from 300 ohms to 200 ohms rv pace threshold is 2.4v however patient presented programmed at 2.4v . So, programmed to 5 v out put. Unipolar pace and bipolar sense 1.6 v impedance was 240 ohms vs. 200 in bipolar. Left in unipolar pace bipolar sense. Reassured r-wave 6.4 mv programmed to 4 mv sense. Has been doing just fine dr. (B)(6) change of heart cardiology will be sent to (B)(6) for further evaluation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).